Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained ventricular over sensing was noted. Reprogramming was recommended. No further information is available.

Manufacturer narrative:
New information from (B)(6) 2015 reported that the device was reprogrammed as suggested and no further over sensing episodes were noted. The patient is doing well.